Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported battery pin issue which was observed during a visual inspection as depressed battery pins on the rear case. The depressed pins were found to cause intermittent battery power. The reported symptom was verified. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery pin issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.